Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2021 as no event date was reported. (B)(4). Investigation result: one cre balloon with its guidewire were returned for analysis. A visual examination of the returned complaint device found that the catheter was free of obvious kinks and bends and no visual issues were identified with the balloon and guidewire. A microscopic examination was performed and a balloon pinhole was found, therefore the reported issue of balloon burst was confirmed. Functional evaluation was performed, and the balloon was inflated without problem; however, the balloon would not hold pressure due to a pinhole located in the distal section on the body of the balloon. A second functional evaluation was performed advancing the guidewire through the device, it could be advanced without any issues. The pinhole failure is likely due to factors encountered during the procedure, such as the interaction with scope, other devices/tools or any other surface during the procedure could create friction on the balloon, causing the pinhole and leading to inflation issues which could have been interpreted by the customer as balloon burst. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used during a procedure performed on an unknown date. During the procedure, the balloon ruptured when pressure was applied. Also when trying to perform dilation, the guide wire did not cross smoothly. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event.